Event description:
Hcp reported occluded catheter or other - found out of intrathecal space. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.